Event description:
It was reported that during a lavh procedure, the studs broke on device. Went to plug in and the stud was broken off. Pulled new one to complete procedure. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.